Event description:
The complaint was received through a direct call from the customer to the emergency support program. Troubleshooting was performed with the nurse and determined that the catheter was working as intended. No patient harm or injury was noted. Troubleshooting identified the nature of the alleged issue and reviewed that the catheter was functioning appropriately given the patient¿s clinical picture and position of the balloon. The alleged issue was not related to a device malfunction, rather user error. An rn in the cvicu, called with low blood pressure and higher augmentation. She stated the patient had just arrived from the cath lab a short time ago. Shreya explained the patient¿s blood pressure seemed lower than she would expect despite the mean being ok.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected field: h3.

Event description:
N/a.